Manufacturer narrative:
This report is filed on february 20, 2020.

Event description:
Per the clinic, the patient experienced meningitis on 2 occasions so the device was explanted on (B)(6) 2019. More details were requested about the meningitis, but no information has been provided.

Manufacturer narrative:
It was reported that the patient was hospitalised on two separate occasions after experiencing meningitis episodes. Additional information was requested regarding the episodes but was not made available as of the date of this report. This report is submitted on 25 march 2020.

Manufacturer narrative:
This report is submitted on september 05, 2019.

Event description:
Per the clinic, the recipient developed infection 5-6 months after the implant surgery, she was hospitalised and treated for it within a year developed infection again. The implanted device remains. However, the recipient has been advised to get an explant by the doctor.